Event description:
It was reported that a lead alert triggered due to high impedance on the right ventricular (rv) lead. It was further reported that an x-ray was performed, revealing that the lead was not fully inserted into the device, and that there was a confirmed connection issue. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.